Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture against left side device. The event of capsular contracture baker grade ii was later reported. Device was explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified a device with red particles in the surface of the shell and the device appears to be intact. Device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported rupture against left side device.the event of capsular contracture baker grade ii was later reported. Device was explanted and replaced.